Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. A review of patient download confirmed that the device ECG channels were intermittently being disrupted, causing the reported adjust belt messages. An unused pulse wire in the ECG "c&d" cable migrated into ECG "c", intermittently causing a short. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt messages.